Manufacturer narrative:
Follow-up #1: date of submission 11/2/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/6/2016 with the following findings: black box confirms that the pump time and date defaulted after por. Time and date reset to default was duplicated during investigation. Opened pump to investigate- the internal battery component was found to be leaking and unable to hold a charge. Battery compartment is cracked. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and cracked compartment this report is made based on the results of an investigation completed on 10/6/2016.